Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding multiple screen error alarms, in addition to firmware errors. Performed a recharge on the battery to 100% full in three hours. Performed a discharge test by paring the receiver with multiple transmitters over a period of six hours before the receiver shutdown with 0% power level. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.